Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "reported that feels discomfort and does not want to continue with the prostheses." Healthcare professional later reported MRI showed ¿parenchyma without signal alteration, with symmetrical background enhancement, discreet. Mammary silicone implant of only lumen, antero pectoral, with closing pad in posterior position, without signals of rupture, and showing accommodation folding. It was observed small quantity of pericapsular liquid, more evident on left, without pathological significance. Opinion: mammary implant without signal of rupture.¿ this is for the left side. The device remains implanted.